Event description:
(B)(4). Customer called in stating she wanted to make sure they sent her the pump replacement . She states since the pump has gone down she had several 400 sg readings from dexcom she did not fingerstick I am unable to t/s her pump due to the blank display (B)(4): high bgs/under delivery what led up to the event?: customer pump went down on (B)(6) 2022 she reported the issue to tech support since the pump has gone down she states she had high bg's but they were finger tested but her dexcom was over 400 she treated with a manual injection for her bg's document current bg value: 163 bg mg/dl is customer currently reporting any symptoms related to their high bgs?: no does customer feel ok to troubleshoot?: no suggest calling hcp and following the guidelines outlined in the IFU, or seek medical attention and call back to troubleshoot. Advise customer the symptoms they have expressed may be indicative of the possible onset of dka: not applicable to t/s inquire if customer would like to stop now and contact their hcp, or if they wish to proceed. Document customer response: contact hcp was customer using the minimed 670g/770g/780g system with the auto mode/smartguard feature active at time of high bg event?: not applicable explain the 2 high bg rule. Consider changing the insulin, reservoir, and infusion set: not applicable to t/s advise to call back for assistance. Advise we may perform a follow-up attempt to obtain missing information if necessary: not applicable to t/s.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.